Manufacturer narrative:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) went into the artery. A fasciotomy was performed as an additional intervention. Manual compression was used to complete the procedure. During closure the technician overextended the white tamping tube. The device was inspected prior to use and no anomalies were noted at the time. The patient¿s status after the procedure is stable. The device was opened in a sterile field and was stored per label. The device was prepped according to instructions for use (IFU). The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿sealant misdeployment (intravascular)¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information provided it is impossible to determine what factors may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ as no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) went into the artery. A fasciotomy was performed as an additional intervention. Manual compression was used to complete the procedure. During closure the technician overextended the white tamping tube. The device was inspected prior to use and no anomalies were noted at the time. The patient¿s status after the procedure is stable. The device was opened in a sterile field and was stored per label. The device was prepped according to instructions for use (IFU). The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.